Manufacturer narrative:
Neither the data logs nor the product in question were returned for investigation. Without the data logs or the device, a complete investigation was not able to be completed. The causes of the hematuria and access site bleed were unable to be determined. No corrective action is recommended at this time, and the failure mode will be monitored and trended. Internal reference (B)(4).

Event description:
A (B)(6) active male was admitted to a hospital with complaints of shortness of breath (sob) from recent work outdoors. Upon admission, the patient's troponin was elevated and he was intubated for respiratory support. The cardiac catheterization revealed multivessel coronary artery disease and an ejection fraction of only 20%. The team chose to place an impella cp for support, via a cook introducer, in the left femoral artery. The patient was then transferred to the ICU for monitoring while awaiting transfer to the tertiary medical center for cardiothoracic surgery to perform bypass grafts, CABG. The patient was successfully transferred to the tertiary center and a groin access site ooze was observed at the left femoral artery (lfa), as well as a change in urine color. The team called for an echo to be performed to rule out hemolysis, which was an assumed cause of the pink tinged urine. Labs were also drawn that could determine the diagnosis of hemolysis. The team began to treat the groin bleed with manual pressure, while awaiting transfer to the operating department. While the patient was in the operating department, the team gave one unit of blood and the lfa was closed by a suture, to alleviate continued blood loss. Despite the blood loss, the limb was intact and there was no vascular damage needing further vascular intervention. The patient at this time also had the care escalated to the impella 5.0 via the right axillary artery, and the impella cp was explanted. When the cp was explanted thrombus was noted, but this did not cause any harm or injury and could have been due to changes in the anticoagulation regimen throughout his two days of cp support. The patient is successfully still supported to date with the second impella, the 5.0, while awaiting a durable vad to be placed. The vad placement is delayed due to his colon cancer and planned resection surgery.